Manufacturer narrative:
In response to this alleged event, further information regarding the settings and actual temperatures recorded by the device were requested. The user facility was unable to provide further details. The serial number was unknown by the user facility and the device was unable to be evaluated by a stryker representative to confirm proper function. Device could not be identified

Event description:
It was reported that during the patient's rewarming phase, the device was noted to rewarm the patient too quickly. The device remained in service; however the device controls were changed from "auto" to "manual" settings. It was reported that the patient was rewarmed without harm.

Event description:
It was reported that during the patient's rewarming phase, the device was noted to rewarm the patient too quickly. The device remained in service; however the device controls were changed from "auto" to "manual" settings. It was reported that the patient was rewarmed without harm.